Event description:
It was reported that a pump alarm was noted. The pt underwent a pump replacement due to end of battery life. During the procedure, the catheter access port detached from the pump as they removed it from the pump pocket. The pump contained lioresal. No pt's symptoms or outcome were reported.

Manufacturer narrative:
The cap was detached as received. Final analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.